Event description:
During triple-a stent, the unit overheated and shutdown. After cooling off, it would no longer produce x-ray. No patient injury occurred.

Manufacturer narrative:
The device was swapped out and returned for evaluation. A follow up report will be filed when additional details become available.